Event description:
It was reported that the battery and the pump casing were warm to the touch.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.